Event description:
N/a.

Manufacturer narrative:
The 3pk hook n5 for hook handle (B)(6) was returned for evaluation: failure analysis: evaluation of the hook verified the complaint reported by the customer as valid. The hook coating was damaged on each of the hooks sent. The coating was melted, charred. Root cause analysis: it was determined that the issue was likely due to the use of a voltage that was to high or prolonged activation of the device.

Event description:
It was reported that as soon as the power was turned on, at the beginning of a laparoscopic gynecological procedure, the blue protective coating of the tip of the hook/3pk hook n5 for hook handle (cev2295a) melted on contact with the fabric/skin. It was reported that the pieces of the sheath had fallen into the patient; fraying of the insulation was observed. Blue plastic filaments were left in place and had to be removed by the customer one by one, with a clamp all filaments were removed. The surgeons completed the surgery with the use of another hook. There was no consequences to the patient. Surgery time increased by approximately 30 minutes. The practitioner stated that he used a coag at 40 on a covidien generator. The hook had undergone eight (8) sterilization cycles.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.